Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that ventricular capture management measured high threshold while manual checks showed a normal threshold. It is noted that the lead impedance value was lower compared to what it had measured previously (with a different device). No patient complications were reported as a result of this event.